Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months from the date the manufacturer was made aware.

Event description:
It was reported that the patient had pain at ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively.